Event description:
It was reported by a customer that on (B)(6) 2011, the fiber tip detached outside of the pt when the physician removed the fiber for cleaning. Per the customer, the procedure was cancelled. No pt injury was reported.